Event description:
Device issue: shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that no pre-dilatation was performed and resistance was noted during advancing the rx vision stent delivery system (sds). The sds was removed and balloon dilatation was performed in the left circumflex (lcx) as a anchor balloon (to anchor the vessels) and the rx vision was again advanced to the mid left anterior descending (lad). Strong resistance was again felt and the hypotube separated when the physician strongly pushed the shaft. The whole catheter was removed from the patient's anatomy. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary - the stent delivery system (sds) was returned with blood on the outer member, balloon, stent implant, and in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 19.5 cm distal to the strain relief tubing. The material was stretched and jagged at the separation. The fracture faces were ovaled as if the hypotube was kinked prior to separating. There were five kinks in the hypotube proximal to the separation and distal to the separation. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Based on the reported information, the failure to advance appears to be related to the heavily calcified lesion. It was reported the lesion was not pre-dilated. It should be noted, the rx vision instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Analysis noted the hypotube and jacket material were separated 19.5 cm distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were multiple kinks noted to the sds. In this case, the patient's anatomy was moderately tortuous and heavily calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. It was reported that extra force was applied in the attempt to cross the lesion when resistance was met which also could have contributed to the hypotube separation. It should be noted in the rx vision IFU it states: do not advance or retract the catheter if resistance is met during manipulation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure.